Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Cause was not known. Reportedly the customer lost consciousness due to bg level. Customer consumed carbohydrates to address bg but ultimately went to the emergency room (ER). ER gave intravenous therapy (IV) of fluids to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Tandem technical support determined the pump was functioning as intended.